Event description:
An infant died as a result of a serious brain injury due to the use of a vacuum extraction device in 2005.

Manufacturer narrative:
Insufficient data was given to determine what may have caused this injury. With the limited data provided, we cannot even determine if this device was manufactured by clinical innovations--no model number or device type was provided and no lot number was given. A review of our complaint records shows no complaints of a death involving one of our products was ever communicated to us during this time period, or all of 2005.